Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported an 82-year-old male in st elevated myocardial infarction and respiratory distress was implanted with an impella cp device for mechanical circulatory support. It was reported that shortly after insertion there was a steady stream of blood oozing from the access site and from the patient¿s mouth. The observation of hematoma forming at access site was also noted. Manual pressure was held which seemed to slow the oozing, and pressure dressing was applied, however blood was appearing under the dressings. Manual pressure was resumed and held for over 2 hours. During this time the experienced rhythm issues and a drop in mean arterial pressure. Tranexamic acid (antifibrinolytic agent) and fresh frozen plasma was administered. The patient began shooting blood form the impella site. The staff mentioned the pump needed to be removed or replaced to control the bleeding. The family decided to make the patient a do not resuscitate (dnr) and the patient expired after 4.08 hours of support. It is unknown if the impella contributed to the patient's expiration.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections h1 and h6.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the access site bleeding was most likely due to patient condition since the patient had bleeding from multiple sites including both the fem sites and mouth. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ to conform to updated procedures, sections d6 & h10 were revised with updated information.